Manufacturer narrative:
Mml ref#: (B)(4). Although requested, the lead assemblies were not returned. They were discarded at the facility. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The spasm has resolved post-revision. Updated h6.

Event description:
It was reported that the patient could not feel contractions from the leads and increased pain. Based on the hospital's x-ray results, left lead migration was also noted. The clinical specialist troubleshot the issue and found that the right lead had one out-of-range/high-impedance electrode but was functional. The clinical specialist reprogrammed the device and turned down the amplitude to address the out-of-range and patient's pain during therapy. The patient continued to have spasms during the programming and, therefore, was scheduled for a revision procedure. A comparison of the x-ray image to the interoperative fluoro showed that the leads had not moved. The lead migration was not confirmed. Both leads were removed, and two new leads were implanted without complications.

Event description:
It was reported that the patient could not feel contractions from the leads and increased pain. Based on the hospital's x-ray results, left lead migration was also noted. The clinical specialist troubleshot the issue and found that the right lead had one out-of-range/high-impedance electrode but was functional. The clinical specialist reprogrammed the device and turned down the amplitude to address the out-of-range and patient's pain during therapy. The patient continued to have spasms during the programming and, therefore, was scheduled for a revision procedure. A comparison of the x-ray image to the interoperative fluoro showed that the leads had not moved. The lead migration was not confirmed. Both leads were removed, and two new leads were implanted without complications.

Manufacturer narrative:
Mml ref#: (B)(4)